Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right ventricular lead presented remotely with low r-waves. A procedure was performed to address this on (B)(6) 2021, in which a lack of lead slack was discovered on the lead. While trying to reposition, the stylet became stuck. The stylet was cut, the lead was capped and replaced. The patient was stable post-procedure.